Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl (900 mcg/ml at 530 mcg/day) via an implantable pump for an unknown indication for use. It was reported more than one month after implantation of the pump, the hcp noticed suppuration of serous fluid on the incision pocket site. After a few days, dehiscence happened and the hcp completely explanted the pump with the catheter on (B)(6) 2019. The pump would not be replaced. Diagnostics included physical examination. Contributing factors were unknown; the patient claimed nothing unusual happened. It was stated the issue was not resolved, and was also reported the patient status was alive - no injury. Further complications were not reported. Additionally, it was stated the pump was working normally and delivering therapy; the patient was extremely satisfied. Additional information was received. It was stated after the pump explant, the patient recovered, was discharged from the hospital, and was sent home. The event had resolved.